Event description:
It was reported that during testing conducted at the manufacturer facility the reverse trigger on the core universal driver was operating while in safe mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the motor was found to be corroded. The device was repaired and will be returned to the user facility.